Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up, decreased r-wave and high threshold were observed. The physical elected not to take any action. The patient condition was stable.